Manufacturer narrative:
The revision reported was likely the result of prosthesis wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and osteolysis could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
D10: concomitants: 02-010-01-0240 - logic femoral ps cem left sz 4, (B)(6); 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t, (B)(6); 200-07-35 - advanced patella 35mm 3 peg implant, (B)(6); 204-34-04 - fluted stem extension 40l x 14 mm, (B)(6); 204-70-00 - tibial stem ext. Screw, (B)(6); a10012 - gps implant kit v2, (B)(6). Pending investigation.

Event description:
As reported via legal documentation the male patient had a left knee replacement on (B)(6) 2017. Approximately 6 years and 3 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023 diagnosis: painful left knee replacement with osteolysis it was noted that the polyethylene insert had some wear on the post and medial aspect. The tibial tray despite extensive osteolysis was well fixed. The patient was awakened, moved to the stretcher and taken to the recovery room in satisfactory condition. There were no immediate complications.